Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The tone continued after the customer inserted a new battery. Customer's blood glucose level was 90 mg/dl. The esc and act buttons were not working. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no audio or beep anomaly or constant tone anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. The connector on the lcd was inspected and no unlocked connector noted. The insulin pump had cracked case at the display window corner and minor scratched display window.